Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, yellow/brown particles in device outer surface and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one(sharp) opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is one sharp opening assessed as unidentified (tear) opening.

Event description:
Patient reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.

Event description:
The device was explanted.